Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: what were the indications for surgery?rectal prolapse what surgical procedure was performed? Lar did the patient receive any preoperative chemotherapy or radiation? No were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Surgeon. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? We waited 20. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Check mark, good donuts and visualized with scope. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Yes complete circle. Were there any issues noted with staple formation? If so, please describe the shape and location. How many days postoperative was the bleeding identified? 2 hours. What was the total estimated blood loss (ml)? 200 cc moderate hemoglobin loss 3 grams was a transfusion required? No. What was the pre and postoperative anti-coagulant and pain management protocol? No anti coagulant. Was the bleeding intraluminal or extraluminal? Intra. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that patient had post op bleeding from the rectum. Patient was taken to endo. Staple line bleed. Did endo procedure. Utilized epinephrine and clips to get the bleeding to stop on the staple line.